Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. A device history record review for the reported shell, liner and head identified no deviations or anomalies in the manufacturing process. The reported devices are used for treatment. The devices were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination of the reported, shell, liner and head. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to dislocation.